Manufacturer narrative:
Medwatch sent to FDA on 12/07/2015. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of sensation increase/decrease and visibility/palpability are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned. Therefore, no analysis or testing has been done. These events are being reported because the potential severity of the event may lead to medical intervention, although device-relatedness has not been established.

Event description:
Patient reported implantation of seri during revision to a bilateral breast augmentation. Post-implantation the patient presented with left side "breast has shifted, has a dimple, and is misshaped" and bilaterally the breasts are "hard, encapsulated, extremely painful and the tissue is separating." Patient also reports not being able to sleep on stomach, not being able to sleep on side for months, that the feel "tingling" when taking a shower with hot water, their veins show through the skin bilaterally on each breast because the skin is so tight," and that when they lift their right arm above their head there is "extreme pain, it hurts in their shoulder, and it is pulling the muscle." No treatment has been provided. The symptoms are on going.